Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported that the gastrointestinal videoscope exhibited a b30 scope communication error accompanied by loss of image. The issue occurred during a diagnostic esophagogastroduodenoscopy procedure performed under sedation and resulted in a procedure delay of less than 30 minutes. The procedure was completed with an olympus back-up device and there were no reports of patient harm.